Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life including voltage drops. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to web cracked. The ¿sleep¿ current draws were not within specification. There was evidence of moisture damage inside the pump on the transceiver board. The transceiver board was unplugged and all current levels returned to specification. Unrelated to the original complaint, the pump case was found to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The customer alleged that there was moisture found behind the display and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.